Event description:
A stryker sales rep reported that a second similar incident happened. The incident was that during surgery the introducer was removed and the part of the plug was left inside the introducer. It was further reported by the nurse that during the surgery that took place on (B)(6) 2015 one bone plug broke, code 09390114, lot l8270. It is unknown which introducer of the two returned have been used during the surgery. (Both introducers were the same catalog number and lot code.) No other information were given regarding the outcome of the surgery for the patient.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving a bone plug and adaptor was reported. Conclusion: the reported event described fracture of a bone plug; the bone plug is assembled with a plug adaptor. The plug adaptor is then assembled on the end of a plug introducer. The plug introducer has no contact with the bone plug. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A stryker sales rep reported that a second similar incident happened. The incident was that during surgery the introducer was removed and the part of the plug was left inside the introducer. It was further reported by the nurse that during the surgery that took place on (B)(6) 2015 one bone plug broke, code (B)(4), lot l8270. It is unknown which introducer of the two returned have been used during the surgery. (Both introducers were the same catalog number and lot code.) No other information were given regarding the outcome of the surgery for the patient.